Event description:
It was reported by service report that the compression spring was broken causing the left lock pin to not lock into place. The pt complained of neck pain. Adverse consequence details are still being investigated. There was pt involvement and adverse consequences were reported.